Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: hardware removal it was reported that intra-op, the tip of the driver broke off inside the screw head when the surgeon was removing previously implanted screws from the vertebral body. The loose piece was removed from the patient and the driver was no longer used. The product came in contact with the patient. No patient symptoms or complications as a result of this event. No fragment of the instrument remaining in the patient.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.